Event description:
It was reported that the touchscreen display looks pixilated and the majority of it is blacked out. The touchscreen is unresponsive. The customer reported that the device may have been dropped a few days earlier. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.